Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had recovered failed pockets. A field service engineer (fse) found that the pocket would recover, then fail again the next time it was accessed. The fse removed the drawer from the station, replaced the flat flex cable, and powered the station down. After plugging the drawer back in and powering the station back on, the fse replaced the inseparable latch, as the magnet was partially falling out. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 5 kept failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.